Event description:
On november 13, 2006, the customer reported to bsc that during a hemostasis procedure within the duodenum patient (gender & age unk), the resolution clip would not release from the catheter during deployment, causing a "bigger bleed". The procedure was successfully completed with another of the same device. The patient did have a precautionary (i.e. Monitoring) hospital stay and was released in november 2006.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. H4 - user facility was unable to supply the corrent lot number of the device used, consequently, the manufacturer date of the device is unk. The customer indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.